Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer mentioned that there was no problem. The customer was able to recover the door and inventoried the medications. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary tower bio-ID does not work. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.